Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was alleging under delivery and customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer blood glucose level was 23.4 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin using the bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that positive results in ketones test was nausea, vomiting. Customer stated that for a month she had been sick with cold and other things has not felt well at all feeling run down. The insulin pump will no be returned for analysis.